Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Literature citation: anouti, k., rustam, l., anouti, l., maalouf, m., abramson, s., macciocca, m., ... & gray, w. A. (2020). When plugs fly out. Journal of the american college of cardiology, 75(11_supplement_1), 3293-3293.

Event description:
Reported via journal article. It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their three (3) month follow up imaging procedure. The imaging showed that there was a peri device leak (7x3 mm) that was present. The physician made the decision to perform a percutaneous closure of the leak. During the procedure a non-bsc vascular plug was successfully implanted to treat the leak. The next morning, the patient complained of numbness and pain in their left lower extremity. Physical exam revealed loss of dorsalis pedis, posterior tibial, popliteal pulses. X-ray of chest, abdomen and pelvis were performed. X-ray showed a radiopaque foreign body which may be located within the left common iliac artery. The patient was taken emergently to the catheterization lab. Fluoroscopy confirmed that the non-bsc vascular plug had embolized to the left common iliac artery. Multiple attempts were made to snare the device but were unsuccessful. The vascular plug was then stented over to exclude it from obstructing circulation. A stent was deployed and post dilated with a balloon with excellent distal flow. The patient made a full recovery following these events.